Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, he was having issues with the insulin pump alarming no delivery. Customer stated it seemed as if the infusion set and reservoir didn't connect properly. He used another infusion set and the device alarmed again. His blood glucose was 250 mg/dl. Customer declined troubleshooting as he had done it previously. Customer was on hold and used a different reservoir and infusion set, it resolved the issues. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.